Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/12/2014 with the following findings: the audio bolus button cover was missing, thus the button was dysfunctional; the reported event was duplicated. Corrosion was observed on the audio bolus button contact. The pump failed a leak test due to a leak at the audio bolus button. The pump case was removed, and corrosion was observed on the keypad circuit. All of the aforementioned device failures directly contributed to the reported event.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. The reporter alleged that the audio bolus button was under responsive. The audio bolus button cover was reportedly missing/peeling. Allegedly, moisture/corrosion was evident in the audio bolus button area. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.